Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine daily check in standby mode, the cardiosave intra-aortic balloon pump experienced an unknown issue. There was no patient involvement.

Event description:
It was reported that during a routine daily check the cardiosave intra-aortic balloon pump was not charging when mains plugged in. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) found the unit went into standby mode. Replaced (d012-00-1688-22) ac power cord. Safety, calibration, and functionality checks to factory specifications. There was no patient involvement the equipment was cleared for customer use.

Event description:
N/a.